Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was at 75% battery life and shut off. After connecting the pump to a power source, the customer stated that the battery gauge displayed 35%. Review of pump data by tandem technical support showed that the pump battery depleted from 95% to 30% within on day. Customer reported blood glucose level was 120 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.